Event description:
Pt was revised to address glenoid loosening.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot # combination. Provided info states the keeled glenoid became loose, put in a 52mm anchor peg glenoid. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.